Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged in the pt's right coronary artery (rca). The dislodgement was caused by a very tortuous, calcified vessel. There was no attempt to retrieve it. The procedure was completed by compressing the stent against the artery wall in an area that stenting was previously planned, with another promus stent. There were no pt complications; the pt's condition is fine. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation: potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Return of the device may have aided in the determination of root cause for the reported stent dislodgement. It is possible that the very tortuous anatomy and calcified lesion contributed to the reported stent dislodgement; however, a conclusive root cause could not be determined.